Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned loaded in the capsule and the deployment knob was intact. The deployment knob retracted and advanced the capsule. The tip-retrieval mechanism was intact, and the device was returned with the end cap/screw gear snap fit connected. The capsule was observed to have separated at the proximal end. The capsule material was jagged and uneven at the separation site. Several voids were observed over the nitinol reinforcing frame from the distal end to the proximal end of the capsule. The voids that were observed on the capsule, indicate delamination between the capsule outer polymer and the nitinol frame. These voids typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. A bend in the dcs shaft can also be observed in the analysis photos; this bend was not previously reported and most likely occurred during shipment of the device back for analysis in a coiled configuration. The event reported that the capsule would not retract to deploy the valve, which is consistent with capsule separation events. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. The excessive compressive forces result in fractures of the capsule frame which lead to the unable to deploy event reported in this case. When this capsule damage occurs, the tensile force applied when retracting the capsule can lead to the capsule stretching or separating. The separation observed on the subject dcs was not initially reported and therefore the separation may have occurred after it was removed from the patient and the handle was retracted. The excessive compressive force can be experienced when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review and it cannot be determined if the valve was correctly loaded onto the dcs. Therefore, the conclusive root cause of the capsule separation in this case cannot be determined. The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was loaded onto the deliver y catheter system (dcs) by the nurse and the load appeared to be good. When attempting to deploy, the capsule of the dcs would not retract and deploy the valve. The system was removed, and another valve loaded onto another dcs. The second valve was successfully implanted with good results. No adverse patient effects were reported.